Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) display screen came on but was in all different languages and not acting normal. The epg is no longer in service. There was no patient involvement.